Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low o2/oxygen supply alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) downloaded the device event log and confirmed the occurrence of an oxygen device failed diagnostic code. The bme replaced the gas delivery system (gds) to resolve the oxygen device failure. Testing and verification was successfully completed following the part replacement and the device passed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The patient information from the time of the event was not provided in the gfe response received.